Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the controller as unable to connect after the emergency button was pressed because of a known software anomaly. A contact issue in the emergency button led to the creation of two files named pdrv. Dat and sfty. Dat. Deleting these files solved the problem. The issue experienced will be addressed through the continuous improvement of our product in the preventative maintenance. Corrected data: b4: date of this report. G3: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narratives/data.

Event description:
The company representative (cr) performed the maintenance. Around 14:20 eastern time, the cr pressed the emergency stop button for testing during the maintenance. When the cr turned the robot back on and tried to re-connect to the controller, the software would keep loading and have an unsuccessful connection to the controller. The cr tried to completely turn off and unplug the robot, but was still unsuccessful. The cr tried connecting to the controller in the kineverif software as well, but got the same result. Around 15:41 eastern time, the cr was able to successfully connect to the controller after following the troubleshooting steps in the email attached to this complaint. The cr had to connect their personal laptop to the controller using an ethernet cord, and delete two dat files. After deleting the files and restarting, the emergency button stayed red once the robot was turned on. The cr completely turned off and unplugged the robot again, and then was able to successfully connect to the controller again.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company representative (cr) performed the maintenance. Around 14:20 eastern time, the cr pressed the emergency stop button for testing during the maintenance. When the cr turned the robot back on and tried to re-connect to the controller, the software would keep loading and have an unsuccessful connection to the controller. The cr tried to completely turn off and unplug the robot, but was still unsuccessful. The cr tried connecting to the controller in the kineverif software as well, but got the same result. Around 15:41 eastern time, the cr was able to successfully connect to the controller after following the troubleshooting steps in the email attached to this complaint. The cr had to connect their personal laptop to the controller using an ethernet cord, and delete two dat files. After deleting the files and restarting, the emergency button stayed red once the robot was turned on. The cr completely turned off and unplugged the robot again, and then was able to successfully connect to the controller again.